Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. During the procedure, bubbles were seen at the guide sheath tip. The patient had mixed mitral regurgitation and was under general anesthesia. Device preparation occurred without any issues, and there were no device issues during or after implantation. No saline drips or pressure monitoring devices were attached to any device handles. A syringe was not left on the introducer until the guidewire was inserted. The guide sheath handle was elevated while being inserted into the patient. When the dilator was retracted from the guide sheath with the guidewire still partially inside, the physician assumed that bubbles were observed at the guide tip, although the guide tip did not contact any wall. There is no echocardiographic record of this observation. It is unclear how deep the guidewire was positioned when the dilator was retracted. As per medical opinion, the amount of air was considered greater than usual for a teer procedure. There was no patient injury related to this event. No treatment or medication was required. The perceived root cause could not be identified. The device was implanted successfully, and the patient remained in stable condition.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence based on information provided. The available information is not clear about what may have contributed to the reported event, and a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.